Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was not capturing and was oversensing noise. The device remains in use. The patient's right ventricular (rv) lead had a possible fracture, and was exhibiting loss of capture, oversensing of noise, high, varying, and undefined impedance measurements of over 3000 ohms. The rv lead was reprogrammed and three days later was exhibiting unstable thresholds and undefined impedance of greater than 9,999 ohms. The rv lead was then capped and replaced. No patient complications have been reported as a result of this event.